Manufacturer narrative:
The pump received with button error alarm due to corroded keypad traces. Moisture damage was found on the lcd board.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer reported the pump fell in water and the customer tried to dry it with rice. The customer states they have been on manual injections since. The customer states they received button error alarm. The customer's blood glucose level was 419mg/dl. The customer treated with 60 units of novolog. The customer was advised the pump would have to be replaced and returned for analysis.